Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient had a return of symptoms which resulted in device replacement. The issue was reported as resolved at the time of this report and no device malfunctions were noted in the report. There were no further complication reported or anticipated.